Manufacturer narrative:
(B)(4). A partial lead measuring 46.0cm with the distal tip was returned for analysis. External insulation abrasion was noted at 8.7-8.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasions were noted at 19.8-23.0cm and 28.5-30.8cm from the distal tip. The etfe coating was intact at these locations. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on flurorscopy. The lead was explanted and replaced. The patient's condition is fine.